Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a failure of the link 25 that caused the possibility of a hypoxic mix being delivered. The n2o regulator was replaced, and the unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an n2o flow when main switch was turned off. O2 and air could not be delivered when their knobs were turned. There was no report of patient involvement.&#842;